Event description:
It was reported to philips that the patient unexpectedly moved while turning over and fell from the table. The procedure was completed; however, it was reported that the patient had a small bump on their head. An investigation into this complaint has been initiated by philips.

Manufacturer narrative:
Philips has investigated the reported complaint. Based on the information obtained, the patient attempted to turn over and fell before staff were able to intervene. X-rays confirmed that there was no harm other than a small bump on the patient¿s head. According to the customer, the patient restraints were not in use because they were either damaged or missing. A philips remote service engineer has placed an order for replacement patient straps. Although the patient was positioned on a philips mattress, the mattress did not contribute to the fall, as no slipping or sagging was observed. No device malfunction could be confirmed, and the event is therefore considered to be the result of user error. The codes were updated based on the investigation outcome.